Manufacturer narrative:
G2: country of origin is japan. G3: the device p/n: 1556300500 is similar to the device manufactured in us p/n: 1556000500. Hence, mentioned 510k license number: k111942 is of p/n: 1556000500. This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions. H6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, distributor) regarding a patient having posterior fixation spinal therapy for ossification of posterior longitudinal ligament. It was reported that the rod is fractured. There was no patient symptom reported. Repeat surgery scheduled for on (B)(6). Additional information received from manufacturer representative that the both sides rod breakage near the top of t10 fixed range t3/4/5, skips between t10/11/12, t6/7/8/9 otsuka method. The rod was removed and replaced with titanium alloy 5.5mm. 2 gcs were placed, 10 cm grs were placed, and the operation was completed.